Event description:
The catheter was placed in a neonate of approximately 25 to 29 weeks gestation. The physician reported that hyperalimentation infused into the pleural space. The chest was tapped and the fluid drained. The catheter was removed. No other info is available.